Event description:
Caller reported that air bubbles in the cartridge were intermittently happening. There was no adverse impact to the customer's blood glucose level. To address the issues, the customer filled the tubing to expel the air bubbles for some events and changed the cartridge and resumed insulin for other events.